Manufacturer narrative:
(B)(4). Associated products : item#: 00542401111; articular surface congruent "size 1 2 left 11 mm height"; lot#: 61114174; item#: 630700220; nonporous stemmed tibial baseplate size 2 left; lot#: 61878788. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 -03218 , 0001822565 - 2021 -03217 . Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: (B)(6) 2021: intermittent pain with activities, instability, locking, clicking, popping, and swelling; revision (B)(6) 2021: metallosis in synovium of tibia from subluxation of femur on tibia, articular surface wear, tibia and femoral well fixed, no fractures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Initial left knee arthroplasty approximately 9.5 years ago. Subsequently, the patient was revised on last month due to intermittent pain with activities and at rest, clicking, instability, locking, snapping/popping, swelling and subluxation. During the revision metallosis was noted in the synovium of the tibia, components were well fixed, with poly wear. The tibia and femoral components were exchanged, patella stayed intact.